Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2013 at 23:34:42. During night drain cycle three, the patient's ultrafiltration reading was 1383 ml, indicating the home patient (hp) drained 1383 ml more than their maximum programmed fill volume of 2300 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause was determined to be that one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.